Manufacturer narrative:
A field service engineer was dispatched to the customer site. Odor/smell was confirmed. A corrective maintenance was performed and the catalytic decomp filter was replaced. Unit meets specifications and was returned to service on (B)(6) 2015.

Manufacturer narrative:
(B)(4). Additional manufacturer narrative / corrected data: additional part replaced during service: vacuum pump oil and oil mist filter asp investigation summary: the investigation included a review of the device history record (DHR), service history, trending of the product malfunction code, failure mode and effects analysis (fmea), system risk analysis (sra), and corrective and preventative action (CAPA). The DHR was reviewed and no issues relating to the failure mode were noted. The involved unit met manufacturer specifications at the time of release. The service history for this unit for the past 6 months (07/18/2014 to 01/14/2015) did not reveal a significant trend for this same issue. The trend of the product malfunction code odor/smells was completed from february 2014 through january 2015 and did not reveal a significant trend. The fmea revealed the risk priority number (rpn) scores are considered to be acceptable. The sra shows the risk for exposure to toxic or corrosive material to be "low." The CAPA identified the root cause for the odor/smells issue as: premature failure of the used and saturated sterrad® 200 oil mist filter caused oil vapor emissions that exacerbated the odor/smell complaints reported for the sterrad® 200 system; the use of a less oxidatively stable vacuum pump oil caused the odor/smells for the sterrad® 200 system. The catalytic converter was returned and tested. The catalytic converter exhibited an odor during functional testing. The reason for return of the catalytic converter was confirmed. The vacuum pump oil was not returned and tested. The oil mist filter was returned and tested. The issue has been resolved at the customer facility. Asp will continue to track and trend this issue.

Event description:
A customer reported an event of a "odor/fume" emitting from the sterrad® 200 sterilizer. There was no report of any human reaction. The customer was advised to turn the unit off and leave the room. An asp field service engineer was dispatched to assess the unit onsite. This event is being reported as a malfunction report subsequent to a serious injury event dated (B)(6) 2014.